Event description:
It was reported that an asymptomatic patient presented in operating room after fluoroscopy revealed externalized conductors. Noise episodes were noted on electrograms. The lead was explanted and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 54.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion and damage sustained during the surgical explant procedure were noted at 6.5-15.1cm and 6.5-13.3cm from the distal tip. The etfe coating was damaged during the surgical procedure at these locations. External insulation abrasion was noted at 35.5-35.8cm and 37.5-38.1cm from the distal tip, consistent with lead friction to another device or feature of the heart, and 47.6-48.2cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion under the rv shock coil was noted at 4.3-4.9cm and 5.1-5.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.5cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.